Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the paddle test failed. There was reportedly no patient involvement. Philips remote service engineer (rse) evaluated the device with the site biomed. Based on the information available and the testing conducted, the cause of the reported problem was contaminated paddles and paddle trays. The paddles and the paddle trays were cleaned, and the device was returned to full functionality. The user is supposed to perform routine cleaning of paddles and paddle trays especially to remove conductive gel. The customer cleaned the paddles and paddle trays to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.